Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, computed tomography revealed acute emboli within the right lower lobe pulmonary artery extended into distal segmental branches. Chronic thrombus was also visualized within the right pulmonary artery. Subsequently next day, pulmonary angiogram showed large thrombus in right, middle and lower lobe pulmonary artery with no flow. Scattered pulmonary emboli involving the left pulmonary arterial with relative preservation of perfusion. Sub massive pulmonary embolism with markedly elevated pulmonary artery pressure and cor pulmonale. Bilateral pulmonary embolism with large near occlusive thrombus seen in the right lower pulmonary artery. The filter appears to be well seated. Large thrombus seen trapped within the filter. Eventually, mechanical thrombectomy of right pulmonary artery was performed. Eventually, two days later, pulmonary embolus in the lower lobe with pulmonary nodular densities possibly representative of pulmonary infarct. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2019)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.